Event description:
Additional information was received from the patient. They reported they are pretty sure therapy is off again and mentioned previous occurrence. The patient thought they only had to charge the ins about once per month. The patient was recommended to charge the ins once per week in order to prevent loss of therapy due to low battery. It was confirmed therapy is off and battery was showing 10%. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that reason for call was for review of instructions on how to connect to implant and patient mentioned that having constant issues holding urine which started about 3 months ago. Agent did not ask about the circumstances that led to the reported issue. While trying to connect it was determined that patient has to recharge implant so had patient turn off communicator and reviewed instructions on how to recharge implant. Patient received screen that shows my battery only with red line and then it showed 10%. Patient to charge implant to 100% and then will call back to review how to connect and possibly make an adjustment. The patient mentioned unrelated medical history. This included patient said had unrelated back surgery on 2020 b)(6) and as a result hasn't been doing much. Additional information was received from the patient. The patient called back asking for assistance using smart programmer to adjust therapy settings. Patient encountered por message and therapy was off. Reviewed this occurs when the battery gets too low and therapy has to be turned back on again after charging. Patient cleared por message and turned therapy back on and confirmed they feel stimulation. Also reviewed how to activate MRI mode per patient inquiry. No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported they did not feel like the stimulation was on, and did not know how to check it. They did not even have it a day and it turned off. It did not hold their urine at all. Every ten minutes, their diapers were full. When asked when this started, they said the day before yesterday. They had it turned on and it was at 4.0 volts on program 2. It was working and then all of a sudden it did not work. The caller was walked through turning on the handset and communicator. It was made sure the patient had no electromagnetic interference (emi). The communicator was not plugged in. The patient put the blue side of the communicator against the skin vertically and kept getting the message "device is not responding, reposition the communicator over the internal device." The patient rotated the communicator to 1 o'clock and 11 o'clock. They rebooted the handset and communicator. When asked if they had recharged their implant they said they did not know how to recharge the stimulator. They stated they had never recharged their implant. It was explained the stimulator had to be recharged. The patient was told they should check the stimulator battery with the recharger. When they connected the handset and recharger to the recharging application, the patient got 'charging my battery,' a red light at the bottom of the battery, and a check for excellent connection. It then went over to charging 10%, excellent connection, and mytherapy was off. The patient was advised to charge their stimulator until it was 100% charged and that then they would need to turn on their therapy. They were also advised to call back if they needed help turning stimulation back on.